Manufacturer narrative:
Despite attempts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a right atrial (ra) lead alert. The patient's health care professional (hcp) inquired as to the cause of the alert. Boston scientific technical services (ts) explained the alert could be the result of low intrinsic amplitude or out-of-range pace impedance measurements. The hcp stated they did not find any out-of-range measurements stored to the device when reviewing device data. Ts noted the alert could have been triggered any time since the patient's previous follow up approximately six months earlier. As the patient was no longer present, additional device data could not be reviewed. The hcp also discussed several pacemaker mediated tachycardia (pmt) episodes noting there appeared to be no change in heart rate when the device attempted to terminate the episodes. Ts explained the episodes were not likely pmt but rather an atrial or supraventricular tachycardia. No adverse patient effects were reported. Available information indicates this system remains in service.